Event description:
The event is reported as: respiratory therapy set up the aquapak, on an infant - (B)(6), on 30 cc per minute. The rt person noticed the humidifier was bubbling. Later, the baby's oxygen saturation dropped and the rt person noticed that the humidifier was not bubbling. Rt removed humidifier and check it in the dept. No bubbling was noticed, the after turning up the flow it was bubbling. Rt noticed a leak at the base of the yellow flowmeter adapter. No pt injury was reported.

Manufacturer narrative:
The device was not returned for eval at the time of this report. The results of the device eval and investigation are not available at the time of this report.